Manufacturer narrative:
This lead remains implanted and in service.as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead dislodged, which occurred after the procedure; prior to discharge. The patient's device was programmed to determine whether the lead had caused a perforation, which was not confirmed. It was noted that phrenic nerve situation was not observed; therefore, the physician concluded that the lead had dislodged. The dislodgement was confirmed from the observation of low amplitude and lead impedances, which had decreased significantly. Additionally, the lead was not capturing at maximum output. Subsequently, surgical intervention was performed, and the lead was repositioned. No additional adverse patient effects were reported. This lead remains implanted and in service.